Event description:
New information received notes that the patient experienced dizziness and general discomfort. Additionally, the arrhythmia was reversed with drug therapy in the emergency room.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital due to episodes of ventricular tachycardia (vt). Device interrogation revealed that the vt was below the programmed detection rate. Thus, the implantable cardioverter defibrillator (ICD) did not identify the arrhythmia and there was no delivery of high voltage (hv) output to treat the vt. Programming changes were performed to resolve the issue. The patient condition was stable.